Event description:
It was reported the intraocular lens (iol) was observed to be decentered post operative due to a bent haptic, cause of the bent haptic is unknown. The iol was removed and replaced without complication.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately high compared to his feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2010 (time not specified). At an unknown time, the patient reportedly obtained blood glucose results of "310, 276, 137, and 362 mg/dl" with the subject meter. The patient indicated he manages his diabetes with insulin (self-adjuster); however, it is unclear what action the patient took in response to the alleged issue. At an unknown time after the alleged issue began, the patient reportedly developed symptoms of shaking and feeling hungry, and was administered food and/or drink as treatment by a health care professional in the emergency room. During troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure setting (mg/dl) and verified that the patient was using the correct vial of test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lens has not been received for analysis. Lens met all manufacturing specifications prior to release. No additional reports of a similar nature were received for product manufactured in this lot. While we were unable to determine the cause of this haptic damage, we have no reason to believe it is manufacturing related.

Event description:
On 02/18/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient received covidien heparin in various doses IV to flush a portacath from (B) (6) 2008 to (B) (6) 2008. On or about (B) (6) 2008, the patient experienced chest pain, abdominal pain, shortness of breath, severe drop in blood pressure, acute renal failure, elevated liver function test, multi-organ failure, drop in platelet count, sepsis and cardiogenic shock. The patient passed on (B) (6) 2008. The attorney alleges the causes of death as reported in the patient's death certificate included cardiogenic shock, dilated cardiomyopathy, severe aortic stenosis, and multiorgan failure. The medical history as reported by the attorney included cardiomyopathy, chf, copd, stroke, tia, ventricular ectopy, and the patient was a former smoker.

Manufacturer narrative:
Corrected typo for date of event and date of this report

Manufacturer narrative:
Inspection of the intraocular lens (iol) showed a distorted/detached haptic. Physician stated the lens haptic was damaged as it was being implanted. This damage subsequently caused the lens to decenter. The damaged haptic detached from the optic as it was being explanted. While we were unable to definitively determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. The lens met all specifications prior to release.